Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared eol after experiencing one charge time greater than the 30 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by charge times in excess of the 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, this was due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue concerning longevity.